Event description:
It was reported that a pump keypad has a #1 key that "sticks." It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The device was returned and evaluated by baxter. The device evaluation confirmed the #1, 2, 3, 4, 5, 6, 7, 8, 9, and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #1 key will occur following the selected key's function (e.g. When the ok key is pressed ok and automatic entry of the #1 key will occur). The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.